Event description:
A malfunction was reported after the pump was exposed to high temperatures of around 95 degrees. The customer's blood glucose level was recorded at 313 mg/dl, which is within an acceptable range. Technical support helped the customer reset the pump, and after the reset, the malfunction did not occur again. The customer was instructed to monitor for any further issues and to call back if the malfunction recurs.